Manufacturer narrative:
(B)(6). Verified tubing and connections were secure with no blood or discoloration in helium tubing. Nurse had been pressing ¿start¿ to resume therapy; instructed her to perform a fill, which resolved the issue.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h3, h11. Corrected fields - h6 (component codes).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8 (other relevant history), h6 (type of investigation). Keeping UDI partial in emdr (B)(6) as serial number is not available.

Event description:
N/a.